Event description:
It was reported that this right ventricular (rv) lead exhibited out of range shock impedance measurements. A defibrillation threshold (dft) testing was performed and it was noted that the commanded shock was successfully delivered for this implantable cardioverter-defibrillator and the post-shock impedance measurements decreased. Then, a serial measurements were made and the bounced between >200ohms and normal in the 60 ohms. The same programming was kept as originally programmed. The plan will bring the patient back for a chest x-ray and for a dft. Currently, this product remains in service and no additional adverse patient effects were reported.